Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. The actual device was returned for evaluation. Quality engineering evaluated the device and it was determined that the device was not running smoothly, the collector was heavily worn due to wear caused by overheating. It was noted that the overheating was caused by not following the recommended duty cycle. It was further determined that the device failed pre-test for check triggers and check for sticky speed trigger. Therefore, the reported condition was confirmed. The assignable root cause was determined to be improper handling which was traced to user. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
UDI: (B)(4). Concomitant medical product and therapy date, battery devices, (B)(6) 2019. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported from the (B)(6) that during an unspecified surgical procedure, it was observed that the battery handpiece device was working initially but then failed mid-surgery. Another battery was tried with no success. It was reported that there was a surgical delay greater than thirty minutes due to the event. It was reported that a spare device was available to complete the procedure. There was patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.